Event description:
It was reported that: patient originally called (B)(6) 2012 and was asymptomatic and experiencing no pain. Patient was reporting that she had blood work and x-rays performed on (B)(6) 2012. Patient also states that she had an MRI on (B)(6) 2012. Patient has since received results from the surgeon and is scheduled for revision surgery on (B)(6) 2013. Patient also states that fluid was aspirated from her hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.